Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for further investigation. Simulated use test of the received air gas module has not reproduced the described customer issue. The review of the returned device logs confirms the reported issue. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. If a failure with the air gas module happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).